Manufacturer narrative:
The insulin pump was received with missing retainer and reservoir tube lip o-ring. The pump was received with partially broken reservoir tube lip. The pump was unable to perform displacement test due to physical damage to case. The pump was received with minor scratched display window and case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was 15.0 mmol/l at the time of the incident. The customer reported damage around the reservoir compartment. The product was returned for analysis.